Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported they were unable to fully advance the catheter during insertion into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The resistance occurred at the hemostatic valve section of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was no visible damage to the hemostatic valve. Additionally, they stated that after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had been inserted into the body and the dilator had been removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was a backflow of blood in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They inserted the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium again and removed the dilator and there was still a backflow of blood. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and then completed the procedure without any further issues. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. A dilator was introduced with the hemostatic valve dislodged, and resistance was found. Then the hemostatic valve was taken off the hub, and the dilator was introduced again, and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance and leak reported by the customer. A device history record was performed, and no internal actions related to the reported complaint were identified. The issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).